Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading issue with the freestyle libre sensor, as compared to a competitor meter. The customer lost consciousness, and his son called emergency services. The customer was determined to be hypoglycemic by the paramedics and was given 2 injections of glucagon, and then 2 chocolate bars and soda. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported an unspecified high reading issue with the freestyle libre sensor, as compared to a competitor meter. The customer lost consciousness, and his son called emergency services. The customer was determined to be hypoglycemic by the paramedics and was given 2 injections of "glycogen", and then 2 chocolate bars and soda. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed no the returned sensor and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). The sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly and performed a visual inspection, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported an unspecified high reading issue with the freestyle libre sensor, as compared to a competitor meter. The customer lost consciousness, and his son called emergency services. The customer was determined to be hypoglycemic by the paramedics and was given 2 injections of "glycogen", and then 2 chocolate bars and soda. No further treatment was reported. There was no report of death or permanent injury associated with this event.